Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample using vitros troponinies (tropies) reagent lot 6390 on a vitros xt 7600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros tropi es lot 6390 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6390. As vitros tropi es within run precision testing results from the vitros xt 7600 integrated system were within ortho acceptable guidelines, an instrument issue is not a likely contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent lot 6390 on a vitros xt 7600 integrated system. Patient sample result of 0.124 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported result and a corrected report was later issued for the patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).